Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations, (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2019. The patient indicated that when she removes sensors she is left with a swollen, sore infected spot which then scars. This report was regarding an upper buttocks insertion site. She had removed the sensor the previous night due to pain when she sat down and moved her body; she was unable to sit on hard surfaces and it was throbbing. There was no documentation of medical intervention. This is being reported based on the allegation of scarring. No additional patient or event information is available.